Manufacturer narrative:
This issue was previously reported under MDR number 3008344661-2019-00131 under a different suspect medical device. The suspect medical device was changed on december 16, 2019 upon further investigation of the customer issue. While troubleshooting the issue, service observed that one of the pumps of water distiller would turn off on its own, causing an insufficient amount of water transfer into the module, inducing high conductivity of wash buffer, therefore generating error codes 1402,1403 and 1072 during testing and producing erroneous results. A review of the (B)(4) service history was performed, and the review identified no additional erratic results post the current complaint. Historical quality metrics were reviewed and no adverse trend was identified for the customer's issue. Labeling was reviewed and found to be adequate. Based on the available information, no product deficiency was identified.

Event description:
A (B)(6) alinity I hbsag qualitative ii result was generated on (B)(6) 2019 for a patient that was diagnosed with (B)(6) several months prior. The customer questioned the (B)(6) result and retested the sample using the architect hbsag qualitative ii method which was (B)(6). The customer experienced an issue with the external water source and associated errors were generated by the alinity I processing module, but the incorrect (B)(6) result was still generated. No adverse impact to patient management was reported.